Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker right knee. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
Please disregard the MFR report # 0002249697-2014-01238, upon further received information it was confirmed that the reported event does not involve stryker component(s).

Event description:
It was reported that the patient continues to hear lots of clicking sound, has pain and developed a lump at the back of his right knee which looks discolored. Patient also claimed he still has no range of motion.

Event description:
It was reported that the patient continues to hear lots of clicking sound, has pain and developed a lump at the back of his right knee which looks discolored. Patient also claimed he still has no range of motion.

Manufacturer narrative:
As previously communicated please disregard the MFR report # 0002249697-2014-01238, upon further received information it was confirmed that the reported event does not involve stryker component(s). Also note changes to reportability awareness date it was revised from 03/21/2014 to 08/13/2014, which reflects the correct date when stryker became aware that this event does not involve stryker components.

Event description:
It was reported that the patient continues to hear lots of clicking sound, has pain and developed a lump at the back of his right knee which looks discolored. Patient also claimed he still has no range of motion.